Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At (B)(6) 2016, the tha was done (operative date and devices were not known). At (B)(6) 2016, the patient fell down and revision surgery was done. After that, when putting things on the floor, the head and x3 liner were dislocated and the head and x3liner was changed new devices at (B)(6) 2018. Update; clinician review 13 mar 2018: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery.

Event description:
At (B)(6) 2016, the tha was done (operative date and devices were not known) at (B)(6) 2016, the patient fell down and revision surgery was done. After that, when putting things on the floor, the head and x3 liner were dislocated and the head and x3liner was changed new devices at (B)(6) 2018. Update; clinician review 13 mar 2018: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery.

Manufacturer narrative:
An event regarding dislocation involving an adm liner and ceramic head was reported. Malposition of an unknown trident shell was confirmed as a result of a medical review. Device evaluation and results: not performed as the reported device was not returned for evaluation. A review of the provided medical records by a clinical physician noted; procedure-related factors: cup malposition in absent anteversion. Patient-related factors none evident device-related factors: none diagnosis: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. A review of the provided medical records by a clinical physician concluded the cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.